Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the device did not work when it was unpacked as new device. The issue is related to ac power. No pt involvement.